Event description:
It was reported that during the beginning of a da vinci prostatectomy procedure, the customer experienced multiple system error codes 20009 and 21009 when initially inserting instruments into the patient after homing. The site attempted to override the system by exercising the patient side manipulator (psm) and by recycling power to the system, however, the error reoccurred. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found system error code 20009 and 21009 were associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 20009 and 21009 appear when the primary sensor in the specified manipulator measured an unexpected change in the angular position, resulting in system error code 20009 and 21009. Upon determining this condition, the safety systems put the da vinci in a recoverable safe state. The psm was returned to isi for failure analysis investigation. Engineering confirmed the customer reported problem and found the psm faulted immediately. The motor and encoder assembly were replaced. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.